Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) verified the reported complaint. The local area network/interface board (lan/if) cable was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the central control monitor (ccm) was connected to the base using the two bent cables without noticing that they were bent. The roller pump was attached to the bent cable and the ccm shut down unintentionally. The ccm was removed at this time and presumed to be the cause of the failure. Another ccm was connected to the base using the same cables and shut down unintentionally. This time the end user observed smoking. The broken cables and the power manager board were removed from the base and replaced with new ones. The roller pump was connected to the base and worked as intended. During laboratory analysis, the product surveillance technician (pst) connected the ccm to lab use only (luo) testing equipment and it would not power on. The pst observed that the main cable assembly had a bent connector pin causing a short circuit, and the internal local area network / interface (lan/if) cable assembly had heat damage. The pst connected the ccm to the luo testing equipment with a luo cable assembly and it powered on. It was determined that the cable assembly was defective. He tested the customer power manager board using luo testing equipment and found the power manager board to successfully pass all testing.

Manufacturer narrative:
The ccm and the suspect power manager board (part number: 870509, serial number: (B)(4)) were both returned to the manufacturer for further evaluation. Evaluation is in progress, but not yet concluded. This complaint is related to (B)(4) / MFR# 1828100-2021-00388.

Event description:
The manufacturer's subsidiary's service technician reported that during testing of the device at the service center, the central control monitor (ccm) failed to start up. It was reported that the ccm was electrically damaged due to a bent power manager board cable pin. There was no patient involvement.